Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected battery longevity, where elective replacement indica tor elective replacement indicator (eri) triggered. It was noted that the right ventricular (rv) lead outputs were increasing causing the battery drain. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.